Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the fenestrated bipolar forceps instrument would not cauterize and was dirty. When the customer turned the release dial to wipe the tip with wet gauze, the instrument tip broke and fell inside the patient's cavity without external pressure. The fragment was retrieved during the same procedure. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. During the procedure, the instrument tip broke and fell inside the patient's cavity. The fragment was retrieved during same procedure and confirmed with visual inspection. Additional surgical procedure and post-operative tests were not performed. The surgeon did not notice any issues with the functionality of the instrument. In addition, there was no observed intraoperative collision or misuse involving the instrument. Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications. The procedure was completed with a backup instrument of same kind. It was unknown how long the instrument was in use prior to the issue occurred.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument and performed failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.182" x 0.664" was found to be broken off. The broken piece was returned. Common causes of the failure mode broken instrument grips -tips are attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. Damage to the instrument can occur while performing ¿off-label¿ surgical application such as needle bending/driving and suture snapping, or mishandling the instrument.